Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6)2023. On the same day the sensor was inserted, the patient had a headache and felt irritable, the cgm was reading low, and when the blood glucose was tested, it was 33.3 mmol/l the patient was taken to the hospital by the parent, who stated that the patient went into dka with ketones of 3.9 and was feeling vacant. In the hospital the patient was put on an IV infusion pump with novarapid, a fast acting insulin. The patient stayed a total of 2 nights in the hospital, and at the time of the report the current condition was stable, and the blood glucose was 22.6 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.